Manufacturer narrative:
(B)(4). The device was manufactured in feb 2013. The device was received and an evaluation was performed to investigate the reported event. Internal and external inspection was performed and no issues were noted related to the reported issue. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device passed all testing pertaining to volumetric accuracy and temperature functional performance and was found to meet specifications related to the reported issue. A short simulated therapy was successfully performed. Pneumatic testing was performed and all pressures were found to be correct and stable. A device history record review revealed no issues that could have caused or contributed to the reported issue. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. Upon conclusion of the investigation, the cause of the reported issue was determined to be false empty detect and use error with initial drain alarm setting inappropriately programmed. The homechoice and homechoice pro apd systems patient at-home guide warns that ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation.¿ a review of the label for the product family will be conducted. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient received a high drain 101 alarm on the home choice device, during peritoneal dialysis (pd) therapy (a high drain alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume). The patient stated that they felt no symptoms of increased intraperitoneal volume (iipv) at all. The technical service representative explained the alarm. The patient would complete therapy with manual supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was received for analysis and an evaluation has begun but has not yet been completed. Should additional relevant information become available, a supplemental report will be submitted.